Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was approximately 300 mg/dl and ketone level was large. The cause was not known. No issues were observed with the cartridge or infusion set. Bolus via the pump and insulin injections were used in an attempt to lower bg. The customer went to the emergency room and was admitted to the hospital for diabetic ketoacidosis (dka). The healthcare provider reported the ketone level was considered as being dangerous. The customer was treated with intravenous insulin and fluids. High bg and dka were resolved. The customer was discharged on (B)(6) 2018.